Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the reason for call was to request assistance with connecting to ins. The patient stated that they had a prolapse surgery on (B)(6) and at that time they turned their therapy off and turned it back on after the surgery. The patient stated that since then they have not been getting the same symptom management results as before the surgery. The patient mentioned that they tried to turn their therapy back on this morning and saw a message that said there was no network connection. The agent walked the patient through successfully connecting to ins and confirmed that the therapy was on. Patient increased the stimulation to a comfortable level at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.